Event description:
The complainant reported that a patient began the procedure with a hemoglobin level of approximately 6.8 g/dl. During implantation, the physician noted significant bleeding from the pocket and reported that the graft appeared to bleed excessively, though not at the anastomosis site. The physician was unable to advance the impella 5.5 into position, encountering difficulty passing the inlet and cannula through the anastomosis and into the artery, and ultimately could not pass the outlet/motor through the anastomosis. A decision was made to abort the attempt and proceed with placement of an impella cp. During the prolonged attempt, bleeding from the pocket and graft continued, and anesthesia was unable to keep up with blood loss. The patient experienced cardiac arrest and underwent approximately 15 minutes of cardiopulmonary resuscitation before return of spontaneous circulation (rosc). Multiple blood products were administered, including packed red blood cells, fresh frozen plasma, platelets, and cryoprecipitate. Additionally, following the initial heparin dose, the patient¿s activated clotting time increased to greater than 700, significantly higher than expected. After rosc, the physician successfully inserted the impella cp via the existing access site, despite technical difficulty. Anesthesia provided hemodynamic support through blood products and vasopressor therapy. The impella 5.5 device was discarded in the operating room. This is one of two related reports. This report addresses the second pump and another reported was submitted to represent the first pump. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in b5 (event description) and h6 (health effect - clinical code, health effect - impact code and medical device problem code) was updated due to new information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male patient with acute myocardial infarction and cardiogenic shock required respiratory support and inotropes/vasopressors. An impella 5.5 device was attempted to be placed via the right axillary/subclavian artery. The patient began the procedure with a hemoglobin level of approximately 6.8. During the implant, the physician stated there was significant bleeding from the pocket and felt that the graft was bleeding excessively through the graft itself; the bleeding was not at the anastomosis. The physician was unable to advance the impella 5.5 into position, with difficulty passing the inlet and cannula through the anastomosis and into the artery, and was ultimately unable to pass the outlet/motor through the anastomosis. The decision was made to abort the procedure and place an impella cp. During the prolonged attempt, the pocket and graft continued to bleed, and anesthesia was unable to keep up with the blood loss. The patient experienced cardiac arrest, requiring approximately 15 minutes of cardiopulmonary resuscitation before return of spontaneous circulation. Multiple blood products were administered. Additionally, after the initial heparin dose, the patient¿s activated clotting time increased much higher than expected (>700).